Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts distorted and stretched distally over the bumper tip. The first 8 rows from the proximal side of the stent were still in place and no damage evident. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 38 synergy¿ drug eluting stent was selected for use to treat the target lesion. During preparation, when the stylet was removed and the device was handed to the physician, the physician noted that the stent had unraveled off from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that stent damage occurred. A 4.00 x 38 synergy¿ drug eluting stent was selected for use to treat the target lesion. During preparation, when the stylet was removed and the device was handed to the physician, the physician noted that the stent had unraveled off from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).